Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a sleeve gastrectomy procedure, one of the jaws of the instrument broke off and the surgeon had to look for it in the abdomen of the patient. There was no patient injury.